Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, episodes of oversensing noise were observed on the right ventricular (rv) lead. An x-ray was performed but no damage was observed. The device was reprogrammed to avoid the oversensing. The patient's condition was stable and will continue to be monitored.